Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the display screen which affect his ability to see the pump screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump had rainbow effect in the sunlight and he had to tilt insulin pump around to see the screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device primed properly. No unexpected missing segment or partial display anomalies noted. No unexpected low battery alarm anomalies noted. Device received with cracked lcd window and broken battery tube threads. (B)(4).